Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.